Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a pump has a system error 322. It was also reported there was no patient injury.